Manufacturer narrative:
Corrected data: based on updated information from the customer, it was noted that an incorrect date (jan 18, 2024) was enterted in section b3 - event date of the initial medwatch report. This supplement is being submitted to correct that information. The following section has been updated accordingly: section b3: jan 18, 2023. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: requested but not provided. Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device. Section h3-other (81): the intralase system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported suction loss during laser firing causing vertical gas breakthrough in patient's right eye oculus dexter (od). Flap was completed and they switched to photorefractive keratectomy (prk) to complete the procedure. No surgical intervention was required. This report is for the intralase system. A separate report is being submitted for the patient interface.